Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be pump head keypad spacer. To correct this condition, the pump head keypad spacer was replaced as an associated part. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required replacement of the pumphead keypad spacer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.